Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there was discoloration to tissue from the attachment involved. It was further reported that there was no delay and the procedure was completed successfully. This record relates to the blade breakage reported in this event.

Manufacturer narrative:
The blade involved was not returned for evaluation. The reported event, for blade breakage, was confirmed by way of photo evidence provided in this event. Without the blade we are unable to make a determination what caused the blade to break. Blade was discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was also reported there was discoloration to tissue from the attachment involved. It was further reported that there was no delay and the procedure was completed successfully. This record relates to the blade breakage reported in this event.